Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The iipv was confirmed by review of the logs. The assignable cause of the iipv was undetermined. Device met specifications relative to iipv in the logs.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified as a high drain 104 alarm which occurred in the alarm log only on (B)(6) 2012. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The patient's largest prescribed fill volume (lpfv) was 1500 ml and the drain volume during cycle 4 was 2559 ml, which met iipv criteria. No patient injury or medical intervention was reported.